Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 250mg/dl. The caller stated that the insulin pump alarmed during the manual prime process. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The motor was tested outside the device and passed the test. Further testing could not be performed due to the motor error alarms. The insulin pump was received with missing end cap sticker.